Event description:
Customer reported at 11:00-11:30 am, device = 129mg/dl. Customer ate approximately one hour before testing. At 11:45 customer could not hear, was seeing black spots and fell down. Device = 113mg/dl. Customer was administered 2.2 units of insulin. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.